Event description:
Litigation alleges that the patient suffers from severe pain and discomfort, avulsion of the greater trochanter, and difficulty standing and walking.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges fracture (bone). Added unknown hip implant due to alleged fracture. Added patient's age and lawyer in the associated contact. Doi: (B)(6) 2008 - dor: none reported (left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.